Event description:
It was reported by the customer that both, a basic life support (bls) and advanced life support (alf) crews were dispatched to the scene of a male patient. He was witnessed collapsing. The bls crew arrived 3 min later and connected the device to the patient with medi-trace defibrillation pads (lot code and expiration date unknown. Pads were disposed of). The crew was unable to deliver therapy to the patient. The device advised a shock, charged, but then dumped the energy and displayed "connect electrodes". The pads were unplugged and re-plugged into the device; however, the same failure was noted. A second medic arrived with another device approximately 7 minutes after the bls crew's arrival. The bls crew brought the patient outside to the als crew and transferred the patient to the second device using the same pads. The time between transfer from one device to other was approximately 5 minutes. One 360 joules shock was delivered to the patient with the second device. The als report indicated that the patient alternated between pea and asystole. The patient was transported to the hospital. The patient was not resuscitated.

Manufacturer narrative:
A clinical review of the reported event determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. A physio-control field service representative evaluated the device; however, the reported failure was not verified. The device has been returned to the physio-control failure analysis center for further evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.